Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing (pptwos) caused by fusion were observed on the device. Technical support was contacted and recommended reprogramming to resolved the event. The patient was reprogrammed and remained stable and will continue to be monitored.